Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device leaked at the ¿double needle-free connector¿. The cause of the leak was reported to be due the connector not being tightened prior to insertion. This was identified during use. The one-link device should be tightened by the end user and therefore use error is indicated. There was no patient injury or medical intervention associated with this event. No additional information is available.